Event description:
It was reported that while the physician was trying to navigate the stent (subject device) system through the anatomy, the stent prematurely deployed in a "undesired location". Pt is reported to be "ok".